Event description:
The customer reported one erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit , for one patient, involving the unicel dxc 600i synchron access clinical system utilized in conjunction with the access accutni assay and calibrator. An initial result of 9.74 ng/ml was obtained. Subsequent analyses of the patient¿s sample, on an alternate access 2 immunoassay system, recovered lower results of 0.46 ng/ml and 0.44 ng/ml which were within the risk stratification. The erroneous result was released out of the laboratory. The customer is uncertain if there were any changes to patient care. There has been no report of patient consequence or change in patient treatment associated with this event. Quality control (qc) is performed every 24 hours and was within specification at the time of testing. The patient¿s sample was collected in a green top becton dickinson (bd) tube and centrifuged between 3,500 and 3,600 rpm (rotations per minute) for ten minutes, at room temperature. The sample was analyzed in the primary tube on the same day of collection. System checks were within specification. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the aspirate probes, peristaltic pump tubing, wash pump timing belt, and wash valve o-rings. The fse cleaned the wash valve and performed system check, high sensitivity system check, and quality control (qc); all results were within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.